Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, the cause of the reported incomplete coaptation/slda could not be determined. The reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. The reported worsening tricuspid valve insufficiency/ regurgitation was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.code 2915 was removed and 1494 was added.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 degenerative tricuspid regurgitation (tr) for a triclip procedure. During the procedure, mitraclip was implanted on septal and posterior leaflets of the tricuspid valve. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was determined that mitraclip was implanted on the tricuspid valve. When physician tried attempting triclip implantation on the tricuspid valve, it was determined that single leaflet device attachment (slda) has occurred for the second clip and clip was no longer attached to the septal leaflet. Tr was grade 4-5 after slda. Physician decided on not implanting the triclip as they were unable to reduce the tricuspid regurgitation (tr).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 1 tricuspid regurgitation (tr) for a triclip procedure. During the procedure, mitraclip was implanted on septal and posterior leaflets of the tricuspid valve. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was determined that mitraclip was implanted on the tricuspid valve. When physician tried attempting triclip implantation on the tricuspid valve, it was determined that single leaflet device attachment (slda) has occurred for the second clip and clip was no longer attached to the septal leaflet. Tr was grade 4-5 after slda. Physician decided on not implanting the triclip as they were unable to reduce the tricuspid regurgitation (tr).